Event description:
The complainant reported that following a transcatheter aortic valve replacement (tavr), the 92-year old female began to decompensate, and a decision was made to place patient on impella 5.5 support. During the procedure, the medical staff had difficulty delivering an impella pump due to the patient's anatomical limitations. After several attempts, bleeding was found at the groin that had to be repaired. After such complications, the procedure was aborted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the delivery issue and access site bleeding - major has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the delivery issue - anatomy was most likely due to the patient condition. However, the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.